Event description:
It was reported that the uni articular surface would not snap down into the tibial base plate, after several attempts were made. Another articular surface 1mm thicker than originally intended was used to complete the procedure; however, surgeon stated he does not believe this will pose any issue for the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.